Event description:
It was reported a revision surgery in which the bi-lateral patella was replaced. As a standard the surgeon does a poly change then as well.

Manufacturer narrative:
The associated journey bcs articular insert was not returned for evaluation. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. The device was manufactured in 2006. A clinical analysis noted that no relevant documentation or information was provided; therefore a thorough medical investigation could not be performed. The patient impact beyond the expected post-op convalescence cannot be determined. No further medical assessment is warranted at this time. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.